Event description:
Target was informed that during the procedure, the coil did not detach as expected, in the aneurysm. The coil was found to be cut while pulling the wire. The coil tip is in the pt's artery.